Event description:
It was reported that during a cocliar implant (ear) surgery the console device "beeped but did not show an error code. The reporter stated that the device would continue to work, but would continue to beep. The users switched to a spare identical device. There were no delays to the planned surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. The device was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.